Manufacturer narrative:
Correction: reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the forceps channel was clogged with a foreign object, but we could not identify what the foreign object was. It is likely that the foreign object could not be removed due to physical damage to the equipment as the inside of the forceps channel was scraped and scratched. The event can be detected/prevented by following the instructions for use which state the following: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function". "To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the air/water channel cleaning adapter (mh-948) after each patient procedure." "Clean the external surface, immerse the endoscope in the detergent solution, thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined the channel was clogged with a foreign object, which reduced suction. In addition, the cleaning brush couldn¿t be inserted or removed, the image was blurry (focus error e204 occurred when insertion tube was manipulated), forceps channel had a scrape and tear, reduced up angulation, plastic distal end cover had scratches with sharp edge, bending section cover adhesive was crack and sharp, and no suction flow due to a clogged channel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope channel was clogged, while being prepared for use. During the inspection of the return device, there was foreign material present in biopsy channel. There was no patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.